Event description:
The pt developed endocarditis and underwent re-do aortic valve replacement. A preoperative echocardiogram revealed the valve was heavily calcified with an elevated gradient. Calcification was confirmed at explant.